Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the display was constantly a purple screen. The malfunction did not occur during pt use. The reported issue was not able to be duplicated.